Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2020. On (B)(6) 2021, leakage of the medication occurred near the 33 cm depth marking on the catheter. There was no reported patient injury.

Event description:
It was reported that the patient had a catheter implanted on (B)(6), 2020. On (B)(6), 2021, leakage of the medication occurred near the 33 cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 4 fr groshong nxt catheter was returned for evaluation. The two-piece connector was assembled with the catheter. Evidence of use was visible on the device. Microscopic observation of the proximal end of the catheter revealed surface deformation and damage. Multiple longitudinal indents were present. A longitudinal split was found to present at the deformed regions. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. Excessive manipulation and securement of the device may be possible contributing factors. Since splits were observed to be present in the catheter, the complaint is confirmed.